Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) exchanged the gear pump head, adjusted the reagent probes and reaction cell rinsing, and flushed the reagent flow paths and reagent wash stations. The customer performed qc and precision testing successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable magnesium gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The customer stated that they were running patient sample comparisons as they were having qc issues. Clarification on whether the results were produced for diagnostic purposes was requested but not provided. The initial result was 3.7 mg/dl. The sample was repeated on another analyzer, and the result was 1.7 mg/dl. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.